Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt's wife reported the pt had two elevated blood glucose readings of 14 mmol/l (252 mg/dl) with his target range being 7 mmol/l (126 mg/dl). She stated the pt's symptom was feeling "warm or flushed" and she corrected the pt's reading by giving him an insulin pen injection. During troubleshooting, the pt's infusion device was checked and his basal rates were found to be accurate and were recently reduced due to the pt going off of a medication. The pt's wife stated the pt has been diagnosed with congestive heart failure and has not yet met with his endocrinologist on how this might affect his blood glucose. She said the pt has also started new medications and is not sure of the affect this will have on his readings. The pt's wife mentioned that she inserts partially filled insulin cartridges into the pt's device without priming the piston rod forward. On follow up, the pt's wife stated the pt's blood glucose readings are better since she increased his basal rates. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.